Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
Per the clinic, the patient developed cellulitis one week post operatively that was treated with oral antibiotics (date and duration not reported). As of report on (B)(6) 2015, the issue had resolved. The implanted device remains.